Manufacturer narrative:
A product investigation is in progress.

Event description:
Took about 2 hours to remove the tampon [foreign body in reproductive tract]. Vaginal area sore [vulvovaginal pain]. String pulled out of the tampon... Tampon came out of vaginal area in two different pieces [device breakage]. Went to remove the tampon and the string pulled out... Took about 2 hours to remove tampon... Vaginal area sore [complication of device removal]. Case description: consumer called stating the string pulled out of the tampon, and it took about 2 hours to remove the tampon. The tampon came out in 2 different pieces. No serious injury was reported.

Event description:
Took about 2 hours to remove the tampon [foreign body in reproductive tract]. Vaginal area sore [vulvovaginal pain]. String pulled out of the tampon.tampon came out of vaginal area in two different pieces [device breakage]. Went to remove the tampon and the string pulled out.took about 2 hours to remove tampon...vaginal area sore [complication of device removal]. Case description: consumer called stating the string pulled out of the tampon, and it took about 2 hours to remove the tampon. The tampon came out in 2 different pieces. No serious injury was reported.

Manufacturer narrative:
23-jul-2020 product investigation results: no failure could be identified as a result of the investigation.